Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. Note: the sensor is designed to report readings of 40mg/dl to 500 mg/dl. It should be noted that this sensor does not give numeric value for readings less than 40 mg/dl or more than 500 mg/dl. A "lo" display message indicates a reading less than 40 mg/dl and a "hi" display message indicated the reading is higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of "lo" (reading of less than 40 mg/dl), "lo" (reading of less than 40 mg/dl), "lo" (reading of less than 40 mg/dl) and "hi" (reading of higher than 500 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.